Event description:
Information received from the field notes that the patient was seen in the emergency room for fatigue. There was no visible pacing spike observed on the ECG. The device could not be interrogated and there was no magnet response.